Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. There is no documentation to show a causal relationship between the peritonitis and the liberty select cycler or cycler set. Additionally, there is no allegation of a machine malfunction or leak from the cycler set. There is a possibility of a breach in the patient¿s aseptic technique as evidenced by the culture resulting in streptococcus sanguinis, a predominant species in the oral biota colonizing saliva. Based on available information a causal event of the peritonitis cannot be determined. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the event of peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was hospitalized for peritonitis. The patient reported that it was gastrointestinal streptococcus peritonitis and that they were treated with vancomycin (route, dose, strength, frequency and duration unknown) which has been completed. The peritoneal dialysis registered nurse (pdrn) stated a pd effluent culture drawn and was positive for streptococcus sanguinis. Per the pdrn the patient has since recovered from the peritonitis